Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient's artery was "nicked" causing bleeding when attempting to introduce the sheath into the body. All catheters were removed, and compression was applied on the groin for forty minutes until the bleeding stopped. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.